Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-33, lot# v212170, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v218115, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v218115, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2009-, product type: extension. Product ID: 3888-33, lot# v212170, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The patient reported the poor communication screen displayed on the patient programmer (pp). During the report the patient attempted to connect with the implantable neurostimulator (ins). The recharger was not able to communicate. The last successful charge session was in 2014. The patient had issues with the ins holding a charge, where he would charge and it would stop working the following day. The patient was unable to charge. The patient was going to follow up with his health care provider (hcp). The indication for use included lumbar radiculopathy. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via a manufacturer representative (rep) reported overdischarge. It was noted that the consumer's wife's and mother's deaths in the same year lead to the event in approximately (B)(6) 2014. The rep tried to read the consumer's implantable pulse generator (ipg) with the clinician programmer and could not. The consumer did not want to stay in the clinic for a physician mode recharge (pmr). The consumer was to try at home and call the rep with any questions. The consumer was alive with no injury. Multiple back operations were noted in the patient medical history. Additional information received from the consumer via the rep on (B)(6) 2015 reported that three pmrs would not recover the consumer's ipg. The consumer wanted the rep to tell the physician's office that he wanted another ipg.